Manufacturer narrative:
A replacement of no foam bottle and cap was sent to the customer. The customer installed the bottle and the system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a broken no foam bottle cap, which caused the solution to leak. No injury was reported.